Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2017-01402. Follow-up identified surgical intervention took place on (B)(6) 2017 wherein the scs system was explanted and replaced with a medtronic system. Reportedly, an (B)(4) representative was not present for the case.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01402. It was reported the patient experienced high impedance measurements on lead contacts. Reportedly, the company representative was unable to programming around the issue. As such, the issue was confirmed. Furthermore, x-rays were ordered possibly revision surgery as the next course of action to address the issue.